Event description:
The user facility reported thrombus found in the fx25 device. Follow up communication with the user facility reported the following information: the patient had heparin-induced thrombocytopenia and was dosed with futhan and argatroban as anticoagulants prior to the implementation of ecc; during ecc neither increase in the pressure nor insufficient o2 addition was noted; after the ecc, blood aggregation in a small amount was noted inside the reservoir; the procedure was completed successfully; and there was no harm to the patient.

Manufacturer narrative:
The actual device was returned to the manufacturing facility for evaluation. The involved oxygenator module was received, the involved reservoir was not. Visual inspection of the oxygenator upon receipt did not find any anomaly on the device. Saline solution was let to flow through the actual sample by gravity drop. Subsequent visual inspection did not find any formation of blood thrombus. The actual sample was disassembled step by step for visual inspection of the inside. No formation of blood thrombus was confirmed. A review of the device history record and the product release decision control sheet of the involved product code/lot# combination confirmed there was no production related problem or discrepancy in the inspection test results. A search of the complaint file did not find any other report of this nature with the involved product code /lot# combination. Based upon the available information, the cause for the reported event cannot be definitively determined. There are many complex clinical variables that may have affected the reportedly observed conditions during the procedure. However, there is no indication that the reported event was related to a product malfunction or defect. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.